Event description:
The customer reported the beam size is incorrect. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the beam size. System operates as intended. (B)(4).